Manufacturer narrative:
Device is a combination product. Evaluation code changed from no problem detected to adverse event related to patient condition. The device was not returned; the stent remains implanted in the patient and the delivery system was discarded by the customer. Bsc received and reviewed images of the procedure. The images showed the target vessel was a previously stented right coronary artery (rca) with a stenosis proximal to first stent and sequential stenoses within stented mid-section near acute margin. They synergy stent was deployed in the proximal to mid rca. There was difficulty withdrawing delivery system encountered during deployment of the synergy stent. At least 2 balloon inflations were performed before the delivery system was removed. There was no demonstrable patient harm. Post-dilation performed with acceptable final result. The images provided are consistent with the report of balloon did not detach from stent. The previously placed stent and vessel angulation may have contributed to delivery system interaction to cause balloon withdrawal difficulty. The images provided are consistent with the report of balloon did not detach from stent. The previously placed stent and vessel angulation may have contributed to delivery system interaction to cause balloon withdrawal difficulty. Therefore, the investigation is assigned the most probable cause classification of adverse event related to patient condition: an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event.

Event description:
It was reported that difficulty removing a balloon and balloon stuck on device occurred. The target lesion was located in the stenosed left anterior descending artery (lad) and was predilated. A 3.50 x 32 synergy ii des was advanced to the target lesion. After the stent release, the balloon would not detach from the stent and could not be withdrawn. After multiple inflate and deflate attempts, the balloon was removed from the stent and the delivery system was withdrawn intact. The 3.50 x 32 synergy stent remained implanted and was well positioned and well apposed to the vessel wall. The procedure was completed and there were no patient complications and the patient was stable following the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty removing a balloon and balloon stuck on device occurred. The target lesion was located in the stenosed left anterior descending artery (lad) and was predilated. A 3.50 x 32 synergy ii des was advanced to the target lesion. After the stent release, the balloon would not detach from the stent and could not be withdrawn. After multiple inflate and deflate attempts, the balloon was removed from the stent and the delivery system was withdrawn intact. The 3.50 x 32 synergy stent remained implanted and was well positioned and well apposed to the vessel wall. The procedure was completed and there were no patient complications and the patient was stable following the procedure.